Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 328 mg/dl and rising approximately two hours after a meal while using the ilet with a teflon infusion set; the user noted no pump alarms, no leaks in tubing, and changed the infusion site at customer support¿s recommendation, with the removed cannula not bent. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included no medical intervention beyond site change and no hospitalization. Investigation included troubleshooting and education with the user and a goodwill supply order. Investigation of this case revealed no device alarms, no confirmed infusion set kinking, and no confirmed delivery obstruction, with the event temporally associated with postprandial glucose rise. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.